Manufacturer narrative:
Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 485-545 mg/dl that was addressed with a correction bolus. During troubleshooting with tandem technical support, it was found that the customer had disconnected at the t:lock/luer lock and that there were air bubbles present in the tubing. Customer primed the infusion set tubing to resolve the issue. Additionally, customer was found to have been using cold insulin; tandem technical support advised against this, and customer acknowledged.